Event description:
Failure to osseointegrate.

Event description:
Failure to osseointegrate. The initial report did not have a removal date, however we have received this information and the qn has been updated. Hence this updated report.